Event description:
A customer reported that the balanced tip was broke off during procedure, the broken piece of tip was still in the sleeve and the product came out from sleeve. The procedure type was unknown. There was no impact to the patient. Additional information received that the balanced phacoemulsification tip broke off inside the sleeve during quadrant mode of cataract surgery. The sleeve was removed from the patient's eye, and a new balanced tip was opened to complete the procedure without harm to the patient. No further details could be obtained.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. Photo was reviewed by the manufacturing site. Photo is of a broken phacoemulsification tip (phaco tip) at the aspiration by pass hole with the tip retained in the sleeve. Reported issue is confirmed from the photo review. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The photo confirms the reported issue; however, based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).